Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during check after upgrading the software, the cardiosave intra-aortic balloon pump (iabp) had a pressure regulator helium leak. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced helium regulator (0103-00-0637) according to manufacturer specifications. All functional and safety checks were performed.